Event description:
This is follow up#1 to report on 11/oct/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿no hernia (closure of wound)¿ surgery and was implanted with a strattice device lot s10676-083 on (B)(6)2011. The patient underwent a ¿wound exploration & repair of fistula¿ on (B)(6)2011. The patient next underwent a ¿laparotomy with takedown of enterocutaneous fistula, primary repair of intestinal perforation¿ on (B)(6)2011. The patient was implanted with a second strattice device lot ¿s10584-182¿ on the same date due to ¿no hernia (repair of intestinal perforation).¿ the form lists the conditions that were treated were ¿exploratory laparotomy with repair of cystotomy, abdominal washout, abdominal closure with biological mesh¿ between (B)(6)2011. The patient also received treatment for ¿wound infection; wound opened, drained purulent drainage¿ on or about (B)(6)2011. The patient was seen for ¿wound exploration, fistula repair¿ between (B)(6)2011. The patient received ¿home health care wound management; antibiotic & nutrition management¿ in 2011. The patient was also treated for ¿laparotomy with takedown of enterocutaneous fistula & primary repair of intestinal perforation, wound closure was strattice (developed second enterocutaneous fistula higher in abdominal wall after breakdown of wound; strattice placed behind anterior abdominal wall)¿ between (B)(6)2011. The patient was seen for ¿hernia symptoms, anxiety, depression¿ between 2011 to present. The patient was treated for ¿abdominal pain¿ in 2024. The patient also received treatment for ¿hernia symptoms¿ between approximately 2011 to present. The patient underwent treatment for ¿hernia symptoms¿ between approximately 2010 to 2016. The patient was implanted with another unknown non-abbvie device on the same date. The form indicates if the device was revised on (B)(6)2011 due to ¿takedown of enterocutaneous fistula with small-bowel resection & creation of end ileostomy,¿ on (B)(6)2011 due to ¿repair of perforation of bladder,¿ and on (B)(6)2011 due to ¿takedown of enterocutaneous fistula, primary repair of intestinal perforation.¿ there is no re-herniation as strattice was implanted on (B)(6) 2011 for closure of wound and not hernia repair. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6)2011 and 2nd strattice on (B)(6)2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the 1st strattice.

Manufacturer narrative:
Clarification to h6: previous medwatch submission noted re-herniation. Upon additional information, abbvie has determined that the event of re-herniation did not occur. A review of the device history record for strattice lot s10676 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2011 and 2nd strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-46229). This emdr is being submitted for the 1st strattice.